Event description:
Health professional called to report the explant of lap band system due to band slippage.

Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Taper ii. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The information has not yet been received by allergan. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.